Manufacturer narrative:
According to the customer "we had to prematurely end the case because the irrigation tube was coming disconnected in two places every time I moved the scope and there were no alternatives available". A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Irrigation tube became disconnected leading to case ending prematurely.